Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown cup, unknown zmr stem, unknown head. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00353, 0001822565 - 2018 - 00354, 0001822565 - 2018 - 00355, 0001822565 - 2018 - 00352.

Event description:
It was reported that the patient was revised due to infection of an unknown duration. No further information is available.